Event description:
Enclosed is a clarification of several points previously discussed w/ the senior customer consultant from the manufacturer by the risk management coordinator of the facility: the date on which the nurse actually had difficulty in accessing the port-a-cath was 5/2/94. IV fluids were stopped and a chest x-ray was done which demonstrated that the port-a-cath had "seperated and the catheter had descended into the area of the right superior vena cava and right atrium". The pt was transferred to the ICU where she wasmonitored overnight. The next morning (5/3/94) in the radiology special procedures area, a right femoral venotomy and superior venacavogram were performed through which the catheter was removed from the superior vena cava and right atrium by a radiologist. The pt tolerated the procedure and transported the operating room where the reservoir was removed by a surgeon. The pt again was monitored, did well and was discharged home the same evening.